Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.50/+2.0/087 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. The surgeon plans no surgical intervention at this time and the paitent will be strictly monitored. The patient is happy.